Event description:
Patient's tracheostomy tube malfunctioned and the balloon would not deflate. The trach tube needed to be changed and the tube had to be pulled out of the stoma with the balloon still inflated. Respiratory therapist and rn were present during the procedure. Patient was awake and alert during procedure. Patient needed be be suctioned until bleeding stopped. Patient was then observed closely.